Manufacturer narrative:
(B)(4). The insulin pump was returned for unexpected pump error 15 and failed battery alarms found on (B)(6) 2021. Insulin pump successfully downloaded traces and history files using thump. Insulin pump passed the displacement test, active current measurement, sleep current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted when inserting a new battery or in the pump history/trace files on the event date. No unexpected pump error alarms noted during testing, however pump error (file number = 0; line number = 1938) found in pump history/trace files on (B)(6) 2021 at 10:25am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case. Failed battery alarms not confirmed during testing. However, pump error (file number = 0; line number = 1938) confirmed in the pump history/trace files on (B)(6) 2021. At 10:25am due to software anomaly as per global logic analysis. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and they were able clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.